Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated the patient was feeling sick and had a headache while the cgm was displaying 14.0 mmol/l compared to the bg meter reading of 24.2 mmol/l. The patient's mother indicated that the patient was dosed with 11.2 units of insulin and felt fine. No additional patient or event information is available. Data was provided for investigation, but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the problem and root cause could not be determined.